Event description:
It was reported that patient presented in clinic with high voltage lead impedance low and out of range. Externalized conductors were observed via x-ray. The lead was replaced. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.